Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in instructions for use everolimus eluting coronary stent systems, xience xpedition as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported the procedure was performed to treat a de novo lesion with mild tortuosity and moderate calcification in the mid circumflex coronary artery. After deployment of the 3.0 x 48 mm xience xpedition stent, a distal edge dissection was observed. A 2.75 x 15 mm xience xpedition stent was implanted for treatment. The procedure was completed successfully with good end results. No additional information was provided.